Event description:
Customer reported the touchscreen is locked up and the image quality is poor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and refocused the camera. System operates as intended.